Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed based on the nature of the adverse patient event. There was no reported malfunction of the nanoknife probes used in the procedure, the physician just wanted to report the adverse event (nerve damage) that they believed was an expected potential procedural complication. The reported malfunction of the nanoknife generator was investigated per service order (B)(4) and complaint file (B)(4). Hardware review: this disposable device has a related hardware unit. Service order (B)(4) and complaint file (B)(4) details of the hardware investigation/service: the reported complaint description is confirmed. The unit failed step 7 of the self test, which is "failure to charge/discharge". The root cause for the high current was determined to be a defective gome board, which was replaced. This is the first reported error of this unit for low current. This is the first time the gome has been replaced. The most likely root cause for the gome board failure is due to wear and tear. A DHR review was not conducted as there was no reported lot number. Labeling review: the instructions for use which is supplied to the end use, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". The user manual for the nanoknife generator, states: electrodes that are not parallel to each other may result in an incomplete ablation. Inappropriately positioned electrodes or metal implants in the field may distort the desired ablation field. Avoid unnecessarily high voltage or excessive number of pulses. Avoid short-circuiting the electrodes when delivering pulses. Electrode to electrode contact or electrode to electrode spacing less than 5 mm (millimeters) may result in short circuiting during energy delivery resulting in incomplete ablation. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to the following: arrhythmia, pneumothorax, muscle contraction, hemorrhage, unintended mechanical perforation, infection, bradycardia, vagal stimulation, asystole, damage to critical anatomical structure (nerve, vessel, and/or duct)." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported: nanoknife case on (B)(6) 2019 on a lymph node near the patients femoral -retro peratinal. On 2nd round of treatment they received a "high current" warning. The machine was stopped. The machine turned off. They weren't able to turn it back on. The case was stopped, but the majority of the treatment was done. Dr. Okay with being done. The dr. Sent mail to this account's angiodynamics' representative stating he thinks he zapped a femoral nerve during the procedure. Patient could not move leg immediately after the procedure. But was able to walk with a cane afterwards. Discharged with continued physical therapy. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.